Event description:
Patient reported the infusion device did not properly provide an e4 occlusion error. He experienced elevated blood glucose after waking on (B)(6) 2012. He delivered a standard bolus, and after that, an e4 error appeared. He tested the infusion device by looping the transfer set and performing a prime, and the infusion device did not trigger an e4 error. The infusion device was replaced and requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred I outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The infusion device was thoroughly evaluated and meets specifications. The device delivers the programmed amount of insulin correctly and functions as intended. The issue reported by the patient could not be duplicated.